Event description:
It was reported the cement of lot # jbt008 and the cement of lot # jct011 were mixed with revolution. The surgeon inserted the cement into the canal 3 minutes starting from the mixing and fixed the exeter stem. He said that the mixed cement didn't harden equally. So, operative staffs divided the un-inserted cement into 2 groups, and they confirmed that 1 of 2 groups hardened quickly than another group. The storage condition was also good. Another lot number cement was mixed. The temp of op room temp was 23c. All the monomer and polymer were used. There was not delay and no additional treatment for the pt.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states. This is the same pt/event as MFR # 9610726-2012-00269.